Event description:
It was reported that approximately 7 months post implant of an of a bifurcated device and a suprarenal aortic extension a computed tomography scan identified a proximal endoleak. The patient was treated with an infrarenal and suprarenal aortic extensions which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive based on clinical assessment. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a type ia endoleak could not be conclusively confirmed. However, a type iiia endoleak was substantiated and its root cause is likely due to patient's anatomy and existing conditions, which might have been incongruent with IFU.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.